Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges that the patient sustained personal injury as a result of the implantation of a defective knee device. Doe: (B)(6) 2015; unknown knee.

Manufacturer narrative:
Reported in error. No revision. No serious injury at this time.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.